Manufacturer narrative:
H6: investigation summary a mz1000 china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22105677, the feedback provided by the customer suggests leakage was detected at the maxzero connection to an infusion set. As part of the feedback, the customer provided a video of their experience; analysis of the video confirmed the customer's experience as leakage could be seen from the connection of the maxzero female luer adaptor (fla) and an unknown infusion set. However, from the video it is not possible to identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22105677 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the nurse's inspection, it was found that there was leakage at the joint.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jul-2023 h6: investigation summary one mz1000 china product was received without packaging for investigation however, the customer indicated the complaint sample was from lot 22105677. The feedback provided by the customer suggests leakage was detected at the connection of the maxzero and an unknown infusion set. As part of the feedback, the customer provided a video of their experience; analysis of the video confirmed the customer's experience as leakage was detected at the connection between the maxzero female luer adaptor (fla) and an unknown infusion set. A visual inspection of the returned sample identified the presence of a crack on the maxzero female luer adaptor (fla). The sample was then subjected to pressure testing; leakage was detected from the cracked fla. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22105677 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. H3 other text : see h10.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the nurse's inspection, it was found that there was leakage at the joint.